Manufacturer narrative:
The following devices were also listed in this report: trident psl ha solid back 52 mm; cat# 540-11-52e; lot# 44830801. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 48945101. Size 6 accolade ii 127 deg; cat# 6721-0635; lot# 48720901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported, patient with history of multiple infections since primary tha (B)(6) 2016. Patient underwent 2nd stage reimplantation on (B)(6) 2017 and continued to have drainage. 1st stage of a 2 stage exchange occurred (B)(6) 2017 in which all implants were removed and space was put into place.